Manufacturer narrative:
Further info from the reporter regarding event, product, or patient details has been requested. No add'l info is available at this time. The event of edema is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported 2 months after injection in the "temporal lobe" with juvederm voluma with lidocaine, pt developed swelling to the injection site. Pt was treated with ice, "solu-decortin and cephaclor."